Event description:
The sales representative reported on behalf of the customer that the device, plpul2020, 20/ca ultra nonstick 10ft, was being used during an unknown procedure on (B)(6) 2022 when it was reported ¿plume pen burnt through holster¿. Further assessment was requested, no answers have been received to date. The procedure was completed. There was no report of patient contact and no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
This MDR is being submitted for the correction of 3007305485-2022-00124 due to the incorrect manufacturer registration number. Reported event is confirmed based on photographic evidence and device evaluation. Received one plpup2020 in unoriginal package. Lot number was not verified, performed a visual inspection, the electrode through the plastic holster. There was evidence of burn on the tip of the electrode. DHR review cannot not be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of 1 complaints, regarding 1 devices, for this device family and failure mode. During this same time frame 3,495,000 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0000003. Per the instructions for use, the user is advised do not activate the instrument when not in contact with target tissue, as this may cause injuries due to capacitive coupling. For procedures where visualization may be impaired, be alert of these potential hazards: the electrode tip may remain hot enough to cause burns after the current has been de-activated. This issue will continue to be monitored through the complaint system to assure patient safety